Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed and began delivery of a bolus request. Reportedly, the bolus request that the customer had input for 15 units was too large, and prior to calling tandem technical support, the customer stopped all deliveries. Reportedly, the customer had intended to deliver a bolus request for 3.5 units. The customer called to inquire how much of the bolus had been delivered prior to stopping all deliveries. Tandem technical support confirmed that 3.46 units had been delivered before the customer stopped all deliveries. The customer understood and was satisfied and resumed therapy. The customer's blood glucose level was 119 mg/dl.